Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, there was foreign material inside the air/water cylinder ,air/water channel and in the auxiliary water channel .the foreign material could not be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly for leakage due to wear of scope cover. However, a definitive root cause of the foreign material could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign objects within the air/water tube, air/water cylinder, and jet-tube. There were no reports of patient involvement.